Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm, the site was painful, red, itchy, swollen, became infected and patient developed a fever of 40c. The patient visited the emergency room (ER) where was prescribed antibiotics (penicillin) to treat the affected area. The pod was discarded.